Manufacturer narrative:
The event is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on provided medical records. Available information suggests that patient factors (chronic kidney disease) likely contributed to the event as the patient has medical history of renal insufficiency/failure (ckd). Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The event is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on provided medical records. Available information suggests that patient factors (chronic kidney disease) likely contributed to the event as the patient has medical history of renal insufficiency/failure (ckd). The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Additional information: d4, h4.

Manufacturer narrative:
A supplemental MDR is being submitted due to corrected data. Has been updated.

Event description:
As reported by an edwards lifesciences affiliate in austria, regarding a 29 mm sapien 3 valve, on aortic position by transfemoral approach. Approximately, 4 years and 10 months after the procedure the patient presented with dyspnea and nyha iii due to stenosis and leaflet fibrosis/calcification. Therefore, the patient underwent a valve-in-valve procedure with a 29 mm sapien 3 valve. No periprocedural complications occurred.

Manufacturer narrative:
Investigation is underway. H3 other text : remains implanted.